Event description:
Event description guidant/cpi received information that this endotak c lead was removed from service due to < 10 ohms, a shorted lead. The patient's implantable cardioverter defibrillator was also removed at the same procedure.